Event description:
The event is reported as: the customer reports having deflation issues with the et tube cuff. The issue was discovered during pre-testing of the cuff prior to pt intubation. No pt injury.

Manufacturer narrative:
The device history record (DHR) reviewed was conducted on the reported lot number. Upon reviewed it was observed that the lot number reported, corresponds to one of the lots identified to be affected with the bespack valve. The complaint can not be confirmed since the sample was not available for investigation; the lot number reported on this complaint corresponds to one of the lots identified to be affected with the bespak valve issue. However, the correct this situation for similar complaints rec'd in the past, a supplier correction action (B)(4) request was issued to the valve vendor and a CAPA#(B)(4) was opened to improve the process. Teleflex will continue to monitor and trend relating complaints.